Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture break however the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral arterial occlusive disease (paod) interventional procedure. Reportedly, a suture break was found after pulling the blue suture. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.